Manufacturer narrative:
Product analysis :visually confirmed approximately ~1 mm of the instrument hexalobe tips have been deformed. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with consistent with incomplete engagement of the driver into the set screw during attempted tightening. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent decompression and fusion at th1-th2. Intra-op, the driver broke. . No fragment of the broken driver remained inside the patient. No patient complications were reported. The physician used torque driver to tighten set screws after they were broken off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.